Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, permanent injury, permanent substantial physical deformity, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Additional info: date of report: (B)(4) 2012, device info: avaulta anterior biosynthetic support system, catalog # 486010, (B)(6).